Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin infection at the sensor site. The customer did not report symptoms and was able to self-treat with publics antibiotic ointment and cleaned the area with soap, water and wipes. There was no report of death or permanent impairment associated with this event.